Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure and the device will not be return as it was dispose at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.